Manufacturer narrative:
The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated would remain connected to the site while performing a fill tubing amount of 10.2 units. Tandem technical services (cts) reminded the customer that failure to disconnect the infusion set from the body before filling the tubing can result in over delivery of insulin. The customer declined to inform cts if would remain connected from the site and declined a follow up. The customer's blood glucose level was 138 mg/dl at the time of the reported event.